Event description:
It was reported that the needle hub separated from device during use with a relion® insulin syringe. The following information was provided by the initial reporter: it was reported that needle hub separated.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/8/2020. H.6. Investigation: customer returned (1) 1/2cc, 8mm, 31g relion syringe in an open poly bag from lot # 9203939. Customer states that when trying to remove shield, needle hub separated and the shield was difficult to remove. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9203939. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for out of spec shield pull. Process summary: automatic syringe assembly machine, which feeds 1/2cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #(B)(4) was created for high shield pulls. The carrier shafts required oiling. Corrective action: oiled the carrier shafts.

Manufacturer narrative:
H.6. Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9203939. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200837138] noted that did not pertain to the complaint. There was one (1) notification [200837053] noted for out of spec shield pull. As no samples and/or photo(s) were received the investigation concluded: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time h3 other text : see h.10.

Event description:
It was reported that the needle hub separated from device during use with a relion® insulin syringe. The following information was provided by the initial reporter: it was reported that needle hub separated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub separated from device during use with a relion® insulin syringe. The following information was provided by the initial reporter: it was reported that needle hub separated.